Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the little white pad on the tip was moving during the operation. Another device was used to complete the procedure. There were no adverse consequences for the pt.